Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a 7-year standard x-ray follow up, osteolysis was detected. CT scan was ordered, done, and it was observed that the patient needed a hip revision. Hip revision planned.

Manufacturer narrative:
An event regarding a osteolysis involving a trident shell and an accolade stem was reported. Shell malposition was confirmed through the medical review. Visual inspection: the device was discoloured which is consistent with in-vivo performance. Possible explantation damage was also noted on the device. The device was otherwise unremarkable. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the trident liner and no indication in the medical review to suggest an issue associated with the device under the scope of this investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a 7-year standard x-ray follow up, osteolysis was detected. CT scan was ordered, done, and it was observed that the patient needed a hip revision. Hip revision planned.